Manufacturer narrative:
(B)(4).

Event description:
It was reported there was intermittent undersensing on the ventricular channel. The patient had episodes of what appeared to be vf. There was some inappropriate return to sinus triggers when it appeared the patient was still exhibiting the arrhythmia. There was also undersensing on the discrimination channel. Programming changes were recommended.